Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the manual and electronic programmers showed the valve to be at a different pressure level setting than when confirming the pressure level setting with x-ray. The x-rays were taken immediately after programming the patient. It was noted that the surgeon was very experienced with the valve and tried programming/checking with both the manual and electronic programmers. The valve was always scanned under normal mode.